Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic console exhibited with no torsional ultrasound power. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Downgraded to not reportable no additional information. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury no further reports will be reported under mfg. Report num. 2028159-2022-01068. The manufacturer internal reference number is: (B)(4).